Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient arrived at the cardiac catheterization lab (ccl) status post st elevated myocardial infarction on multiple pressers, intubated and covid positive. It was reported that status post successful percutaneous coronary intervention and while on impella cp support, the patient experienced ventricular tachycardia that required defibrillation. The physician expressed being happy with the placement and waveforms, the patient was transferred to the cardiac care unit. Survival outcome at explant noted the patient expired, no additional details were provided. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).